Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0215658229, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported pain over their sacral region. The patient¿s physician turned off the device in an effort to resolve the sacral pain and instructed the patient to keep a diary for two weeks. After two weeks were completed, it was found the patient experienced no change to their pain or their bladder function. The physician decided to explant the patient¿s device as a result. During the explant procedure, an infection was found at the device pocket site. A swab of the pocket was taken at the time of the procedure; however, the results were unavailable at the time of report. The patient¿s implantable neurostimulator (ins) and lead were both explanted and the issue was resolved; the patient was alive with no injury at the time of report. No further complications were reported or anticipated.